Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. X-ray images were provided for evaluation. On the basis of the evaluation of the images, the reported stent fracture could be confirmed. However, the reported migration of large stent fragments could not be confirmed on the basis of the images provided. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult or challenging placement site, or deployment difficulties are potential contributing factors to this kind of event. In this case, no difficulties during the initial stent deployment were reported. However, the application represents an off-label use of the device which is considered a significant contributing factor to the reported event. The safety and effectiveness of the placement of the stent in the venous system has not been established. On the basis of the information available and as no sample or images were provided, a definitive root cause for the reported event could not be determined. The IFU states that the bard e-luminexx biliary stent is indicated for the treatment of biliary strictures resulting from malignant neoplasms. Also the potential risk of stent migration is addressed: "appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration." Furthermore, the IFU states that stent migration is a potential adverse event associated with the use of the bard e-luminexx biliary stent.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, neither the reported stent fracture nor the alleged migration of the stent segment could be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult or challenging placement site, or deployment difficulties are potential contributing factors to this kind of event. In this case, no difficulties during the initial stent deployment were reported. However, the application represents an off-label use of the device which is considered a significant contributing factor to the reported stent fracture and migration. The safety and effectiveness of the placement of the stent in the venous system has not been established. On the basis of the information available and as no sample or images were provided, a definitive root cause for the reported event could not be determined. The IFU states that the bard e-luminexx biliary stent is indicated for the treatment of biliary strictures resulting from malignant neoplasms. Also the potential risk of stent migration is addressed: "appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration." Furthermore, the IFU states that stent migration is a potential adverse event associated with the use of the bard e-luminexx biliary stent.

Event description:
It was reported that the biliary stent was found to be fractured five months post implantation in the suprarenal inferior vena cava for treatment of a stenosis at the infrahepatic caval anastomosis with thrombus. Large fragments have migrated into the right and left pulmonary arteries but did not cause any symptoms or impairment to the patient. No additional treatment was performed.